Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a vats procedure, when the surgeon was firing part of the lung, the staple was only surface of pleura. Staple formation was abnormal formation. So, surgeon want to change cartridge. After change the cartridge , staple formation was normal formation. No patient information is available. No patient is injured and stable currently. No medical intervention required.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of egia 60 articulating med/thick sulu opened by the account. Visual inspection noted that the reload was received partially fired. Functional evaluation noted a visibly deformed anvil clamping mechanism. The reload fired without issue. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.